Manufacturer narrative:
Sample analysis: the device was returned with the coil detached from the delivery pusher. The implant is stretched and tangled with the blue fiber intertwined with coil. The attachment tether that holds the implant intact with the delivery pusher has evidence of being stretched. The microcatheter used with this device is crushed at 0.5" and 1.5" from the distal end. The delivery pusher appears normal. The distal end of the coil with blue fiber was sent for scanning electron microscopy (sem) to determine origin of blue material. Root cause: the root cause of this complaint appears to be due to the device attachment tether being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament/tether. The blue fiber mass tangling within embolization coil likely prevented the coil from retracting into the microcatheter. The blue fiber material was identified as polyester based. It is not believed to be likely that the polyester material was packaged with the embolization coil. It likely is foreign material, and is of unk origin.

Event description:
It was reported that during the embolization of an aneurysm, the physician tried to remove the coil. Upon withdrawal, the coil prematurely detached from the delivery pusher within the aneurysm and microcatheter. The coil was retrieved using a merci retrieval device. There was no clinical sequelae.